Event description:
Customer received a needle stick after injection form a used needle due to shield not retracting.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports.